Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the additional 510k is as follows: g.5. PMA/510(k)#: k014123 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported when using the bd bactec¿ mgit¿ 960 sire kit, two (2) samples were obtained with false ethambutol results. The customer observed the result curve appearance and cloudy appearance of the sample tubes. One (1) sample retested as susceptible to ethambutol, while the second sample retesting is in progress. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary mgit 960 sire supplement kit batch 3290885 is composed of mgit 960 sire supplement batch 3237622, mgit 960 streptomycin batch 3262326, mgit 960 isoniazid batch 3262327, mgit 960 rifampin batch 3262328 and mgit 960 ethambutol batch 3262329. The batch history record reviews for the kit and each of its components were satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples maintained for this product include the individual components. The components for this kit configuration were available. The retentions were performance tested and all performance testing was satisfactory per qc procedure and antibiotic susceptibility. The potency of the ethambutol antibiotic was satisfactory per qc procedures and in accordance with the certificate of analysis. One ast curve was received to assist with the investigation of batch 3290885. No returns were received to assist with this investigation. The ethambutol and sire performed in accordance with the certificate of analysis. This complaint cannot be confirmed based on the performance of the retention samples. Bd will continue to trend complaints for performance issues.

Event description:
Report 1 of 2 it was reported when using the bd bactec¿ mgit¿ 960 sire kit, one (1) patient sample was obtained with a false sire result. The customer observed the result curve appearance, cloudy appearance of the sample tubes and performed blood agar culture testing. There was no health impact or consequences reported.